Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that the longer charging had been due to the antenna. They received a replacement antenna and the issue had resolved. No further issues were noted or anticipated.

Manufacturer narrative:
The event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reported they had to charge every other day, which started the last time they had to see their healthcare provider (hcp). It occurred sometime this year, and the patient saw a manufacturing representative who adjusted their stimulator. The caller stated the reason they had to see their hcp was so they could have more stimulation on one side than the other, "and she told me that this was coming, that I would have to charge more because of it." The patient stated that before they would turn it up and down and no matter what they would feel the same coverage everywhere. The patient said they needed it more on their right side than the left, so two separate programs were set up so they could adjust each side. The patient said this issue originally started sometime at the beginning of this year, because they weren't getting strong enough stimulation that they needed. The patient stated since the programming change, the stimulation issue has been resolved. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. Information was reported that it took a patient 12 hours to charge her battery yesterday. She said that there were 6/8 coupling bars. After looking on 8840, showed that the patient charged for 5 hours yesterday. Patient did no bring in recharging system for the rep to confirm that she is charging property. The patient said that she charges every 4 days and that the battery is usually at 25%. It was recommended trying to charge more often to see if that shortens charging time. The patient also stated that she no longer feels stim. Only feels very little when she is laying down. She also said that she¿s been getting spasms in her back. The impedances are within normal limits. When reprogramming, patient said that she felt discomfort in her side and where the battery is. After reprogramming the patient was happy with coverage. She now feels stim in lower back and both legs and feet. Patient no longer felt discomfort in her side when I lowered the pulse width. The issue was resolved at the time of this report. No further complications were reported. No additional patient symptoms. Additional information received form the patient reported that their ins recharger antenna was damaged and that it would short out when they moved or got up. It was also reported that the patient was recharging more frequently in the last couple of months. The patient also reiterated how they were only able to feel stim when pressure was applied to their back but stated that this issue had been resolved (see previous complaint). The patient's rep increased parameters 2 weeks prior to the report and it was reviewed that this could increase recharge frequency, however the patient complained of needing to recharge more often since before their parameters had been changed. No further complications were reported.